Event description:
The customer informed siemens on (B)(6) 2014 that the table movement during a pt treatment was not as expected. When the pt was loaded into the adaptive targeting application and the user attempted to perform an image shift for that day of treatment, all settings stayed at 0. Reportedly, the therapists entered the room and noticed that the shift was incorrect on the pt's skin after the treatment was delivered to the incorrect treatment area. The pt was treated with a dose increase of 3.5%. The dose to the pt's heart was increased by 2.4%. However, the customer stated, "there was no medical intervention needed. The user added on fraction to complete total dose" to the correct treatment site.

Manufacturer narrative:
Siemens became aware of the reported event on (B)(6) 2014. This MDR is being mailed on (B)(6)2014. The investigation is on-going and a supplemental report will be submitted upon completion.